Event description:
A malfunction alarm was reported, labeled as "malf 12," but no notable events occurred prior to the malfunction. The impact on the customer's blood glucose level was reported to be within normal range, as it did not exceed 500 mg/dl or 27.7 mmol/l. Technical support assisted the customer by providing instructions on how to reset the pump. After following the provided guidance, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer understood the instructions and was told to call back if the malfunction happened again.